Event description:
The stryker 30 degree knee scope fell apart in the surgeon's hands after it was entered into the patient's shoulder. It was removed and handed off the field, it was tagged and the md was issued another scope. The surgery was completed without further issue.